Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combinations confirmed that there were no indications of production-related anomalies or any discrepancies in the inspection results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. The report is for the second device used. See MDR 9681834-2018-00176 for the first device reported that was used on the same patient.

Event description:
The user facility reported a fracture on the involved progreat device. The first progreat device was inserted into the renal vessel and upon injecting contrast, the doctor realized that the progreat might of broken as the contrast media leaked out proximately of the microcatheter. Upon pulling out, he found that the microcatheter was broken. A second progreat device was found to be broken while inserting the microcatheter though the catheter. A new progreat was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and provide the completed investigation results. (B)(4). Visual inspection upon receipt revealed that the outer layer of the catheter shaft had been fractured at approximately 175mm and 182mm from the distal end of the device. The segment between the two fractures measured approximately 7mm in length. The ends of the outer layer fractured-segments were inspected from the lateral side under magnification. It was found that the catheter shaft had been crushed. The inner layer was noted to have been elongated and exposed at the ends of the crushed segment. There was no scratch or dent around the crushed segment which could have been a trigger of the generation of the crushes. The stainless steel reinforcement was found not to have been cut with no portion missing from the device. The outside and inside diameters were measured on the undamaged segment and were confirmed to meet manufacturer specifications. Functional testing was conducted. A catheter sample of this product code was inserted in a parent catheter sample (a glidecath with a two-way stopcock connected to it) in the way where the segment around 100mm from the distal end of the catheter sample was placed in the two-way stopcock. In this state, the stopcock was turned. The outer layer of the catheter sample became fractured at two points. Magnifying inspection revealed that the shaft had been crushed in the same direction at these two points with the inner layer of the shaft having been exposed and stretched and with no fracture of the stainless steel reinforcement at the crushes. The segment between the two crushes was found to be approximately 7 mm in length. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely inner layer became elongated and exposed as the result of a manipulation of the stopcock attached to the device used in combination with the actual sample while the actual sample was placed in the stopcock. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken."